Manufacturer narrative:
(B)(4). Lot number is one of the following: r16a29017, r16c15061, r16d02026, and r16c09072. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo set "pulled from the connection" and a leak occurred during chemotherapy treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Mfg date: r16a29017 was manufactured on 30 jan 2016; r16c15061 was manufactured on 16 mar 2016; r16d02026 was manufactured 04 apr 2016 - 05 apr 2016; and r16c09072 was manufactured on 10 mar 2016. A batch review was conducted for each of the four potentially associated lot numbers, and there were no deviations found related to this reported condition during the manufacture of any of the lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.